Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was left outside, and a temperature alarm occurred. Reportedly, it was hot and humid outside. Subsequently, a malfunction occurred. Customer's blood glucose level was 300 mg/dl. At the time of the report, customer did not have an alternate insulin therapy method. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.